Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead conductor fracture, confirmed by fluoroscopy and x-ray. The lead also exhibited high pacing thresholds, high pacing impedance out of range and noise. Additional information from the field representative indicates that the lead fracture was identified under fluoroscopy and it was located under the suture sleeve. Also, reportedly, the lead fracture was caused by the suture being too tight. This lead was successfully replaced. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed.